Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the (psm) arm failed the in-house weight brake drop test. The axis-1 and axis-2 brakes were replaced and the arm was upgraded with new brakes, brake bearings, gear and shaft to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During system error log review, intuitive surgical, inc. Representative or the field service engineer (fse) found that error 23022 occurred indicating a brake fault on a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm.